Event description:
A surgeon reported that a pt who had primary lasik treatment elsewhere came in for a retreatment of the right eye. The flap was lifted and the retreatment was conducted. Three months later, in (B)(6) 2012, the patient was noted to have epithelial ingrowth. In (B)(6) 2012, the patient reported that the vision was not doing as well, and extensive ingrowth with edge melt was noted. Add¿l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).